Event description:
It was reported that the customers nurse call bed exit alarm on ctu 3 did not provide a loud alarm and a bright yellow light in the hall as it was expected to. It was noted that the event caused a patient fall that did not result in injury. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customer provided third-party products e.g. Cell phones where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and or visual displays based on the customer preference request at the time of initial integration. An investigation performed by a baxter technician confirmed bed data is showing in status board, and everything appeared to be configured properly. A new software version was applied to the device, the customer tested and confirmed the issue has been resolved. In this event, the customer confirmed that the reported fall did not result in injury to the patient. The exact cause of the reported event cannot be determined at this time, however, if a similar event were to recur of bed exit call did not annunciate with the incorrect priority or call type, it would likely cause or contribute to a serious injury or death.